Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation noise on the right ventricular lead was noted in the stored electrograms. Noise could be replicated in the clinic with pocket manipulation. The lead remained implanted and the patient would be monitored.